Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A patient contact reported to technical support (ts) that a fluid leak occurred during the patient¿s peritoneal dialysis (pd) treatment. The fluid leak was noted when the cassette door was opened, and fluid began leaking out. A patient line is blocked alarm occurred prior to the leak. The cause of the leak was not known. The ts representative advised the caller to discontinue using the cycler and to notify the patient¿s peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. Upon follow up with the pdrn, it was reported that the cassette was discarded and is not available to be sent back for physical evaluation. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. It was also reported that the patient is trained on performing stat drains, as well as manual pd therapy if needed. The patient has received their new cycler and is continuing pd therapy on the replacement machine with no further issues. The cycler was reportedly available to be returned to the manufacturer for physical evaluation.